Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the right ventricular (rv) lead implant, the helix was unable to be retracted. The lead was not used and a new rv lead was attempted to be implanted and while attempting the implant, the helix was unable to be retracted. The lead was not used and a new lead was implanted. During the procedure, the patient experienced an arrhythmia. The patient was treated with medication and external defibrillation. The patient was in stable condition post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix stretched consistent with procedural damage and was clogged with blood/tissue. X-ray examination did not find any anomalies except for the stretched inner and outer coils at the distal region and the stretched helix consistent with procedural damage. Electrical testing was normal. The cause of the reported event was isolated to the blood/tissue in the helix region and the helix being stretched.